Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that they were experiencing high blood glucose level 522 mg/dl which was treated by manual injection. Customer was using insulin pump within 48 hours of reported high blood glucose event. Customer stated that auto mode feature was active at the time of high blood glucose event. Customer stated that insulin pump was under delivering. Customer stated that insulin pump had been giving bolus but blood glucose wont go down and so had to take manual shots to bring down blood glucose reading from 522 mg/dl to 402 mg/dl. The insulin pump will not be returned for analysis.